Manufacturer narrative:
The insulin pump was received with all buttons functioning properly and no damage was noted on the keypad assembly. The component on the connector of the liquid crystal display was inspected, and no unlocked keypad connector was observed. No ramping numbers anomaly was noted. The unit received with a minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that at times when he pressed the buttons, the numbers would jump at least 100 units when he attempted to enter the carbohydrates into the bolus wizard. He noted that this issue recurred at least 6 to 8 times within a year. He stated that at times when he was giving a bolus, the insulin pump would count up increments of 5 and sometimes count up one unit at a time. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.